Event description:
It was reported that a pt underwent a gynecological procedure on an unk date. During the procedure, the motor drive unit did not drive the disposable handpiece adequately. The procedure was successfully completed with a different motor drive unit and new disposable handpiece with no adverse pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Insufficient drive of disposable. Conclusion: the actual device involved in this event was returned for evaluation. The evaluation could not duplicate the reported symptom. Rotation in both directions and at high and low speed settings was verified and found to be operating properly. The stall feature was also operational. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.